Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between the insulin pump and the transmitter. The customer also alleged that the sensor cannula was bent. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, mmt-7841zn. Troubleshooting was partially performed for the communication issue and the customer programmed the correct transmitter ID into the pump; however, the customer received a ¿sensor signal not found ¿ see user guide.¿ alert. The customer declined further troubleshooting. Troubleshooting was performed for a difference in sensor glucose and blood glucose and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose (sg) value from the reported event was 50 mg/dl and the blood glucose (bg) value from the reported event was 100 mg/dl and the difference was not within the target range and was more than 30%. The customer was informed that the sensor will be replaced. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.